Manufacturer narrative:
(B)(6). The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. Shaft proximity interference (spi) screening test was performed, in accordance with bwi procedures. The product was working correctly: it was properly recognized and visualized. The catheter passed the specification; however, design failure mode and effect analysis (dfmea) states the damage in the pebax is related to the force issue. The damages found in the catheter could be related to excessive force or manipulation; however, this cannot be conclusively determined. The root cause remains unknown. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The instruction for use contains the following information, which was performed for this case: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. (B)(4).

Event description:
It was reported that a patient underwent a procedure with thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that during ablation, the contact force value was displayed high suddenly. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021, there was a hole in the pebax. Reddish material was also observed inside of the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.